Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a loose stress member. This was observed during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: august 25, 2015 ¿ august 26, 2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and identified the stress member flange was misaligned. A functional leak test was performed and revealed that the stress member flange was loose. The reported condition was verified. The assignable cause was determined to be a misaligned stress member flange during the manufacturing assembly step. The stress member flange must be properly aligned onto the groove located on the bottle in order for the flange not to move during fill. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.